Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient was transported to the hospital for a code blue and had to be shocked with an external defibrillator. The device was reprogrammed. The patient is now experiencing twitches/tremors. The device remains in use. No further patient complications have been reported as a result of this event.